Event description:
It was reported that during device change out for eri insulation abrasion was noted on the lead. Intermittent capture was also noted. The lead was capped and replaced on (B)(6) 2017. The patient condition was stable.